Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were giving a delayed response and required multiple presses to respond. The patient also stated that the keypad buttons felt soft. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the 'ok, up and down' keys are intermittently responsive. No lifting or damage observed on the keypad, it is fully intact, but the symbols are worn. When the keypad was removed; contamination was visible under all the key contacts.